Event description:
End of stripper came off and remained in the leg. Dr. Was able to retrieve the remainder.

Event description:
Add'l info rec'd from MFR 1/14/04: MFR examined the device to the extent possible for conformance to specifications. MFR found the components of the device to meet specifications. MFR also reviewed the lot history records and found no problems in this documentation. All units in the batch that were released had met a 50-pound tensile proof-load prior to acceptance. MFR pull tested other units from this lot that had been returned to co from the reporter of this event. All units tested readily exceeded the 50-pound requirement. MFR has concluded that forces were used during clinical use that far exceeded anticipated, normal use conditions.